Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 6 months post implant of 3dmax mesh, patient was diagnosed with a hernia recurrence. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. To date, this is the only reported complaint for this manufacturing lot. Note, the date of event (15-apr-2017) is considered to be a best estimate. This MDR represents the 3dmax mesh (device #2). An additional supplemental MDR was submitted to represent the 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2016 - patient underwent laparoscopic bilateral inguinal hernia repair with the implant of two 3dmax meshes (device #1 & #2). Per operative notes, ¿sac was dissected completely and repaired with 3dmax meshes." (B)(6) 2017 - patient underwent ultrasound which suggest bilateral indirect inguinal hernia larger on the right side than left. (B)(6) 2017 - patient had pressure on groin without any pain and there was no evidence of hernia.